Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant" and "calcifications." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified fold creases, wear/abrasion, and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one smooth crease opening in the side radius assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.